Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer called stating brush head came off in mouth, and a little bit of the silver prong/top of spike that holds it came off too. No serious injury reported.

Manufacturer narrative:
10-jul-2018 product investigation results: the reporter returned toothbrush on 18-may-2018. Product return was received and investigated. Investigation results showed that the complaint is caused by wear of the driving shaft due to very long use time (12 years) of the toothbrush handle.

Event description:
Consumer called stating brush head came off in mouth, and a little bit of the silver prong/top of spike that holds it came off too. No serious injury reported.

Manufacturer narrative:
On 10-jul-2018 product investigation results: the reporter returned toothbrush on 18-may-2018. Product return was received and investigated. Investigation results showed that the complaint is caused by wear of the driving shaft due to very long use time (12 years) of the toothbrush handle.

Event description:
Consumer called stating brush head came off in mouth, and a little bit of the silver prong/top of spike that holds it came off too. No serious injury reported.